Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving an auto off alarm in the middle of the night. Customer reported that when blood glucose was checked, then alarm was not received. During troubleshooting, it was found that date was incorrect. Customer reported that auto off was set to eleven hours. Customer opted to keep auto off feature. Customer reported of having low blood glucose of 50 mg/dl two weeks prior to call. Customer was shaking was weak in the legs. Customer declined to troubleshoot.